Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the tip of the lead was missing. This likely occurred during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this right ventricular (rv) lead was fractured and exhibiting a high out of range pacing impedance measurement of greater than 2000 ohms. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead was fractured and exhibiting a high out of range pacing impedance measurement of greater than 2000 ohms. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.